Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set became disconnected from the main body during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with a microscope and a damaged missing chip was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported problem was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.